Manufacturer narrative:
There is no known patient involvement. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Multiple attempts have been made to get additional information from the customer regarding the involved device and any potentially impacted patients. During a conference call with the customer on (B)(6) 2017, it was stated that the facility has filed user medwatch reports to the FDA regarding this incident. The exact details of the user report could not be provided. The customer stated that they will try to gather additional information. However, no additional information has been received. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacterium chimaera. There is no known patient involvement.